Event description:
It was reported that pump issued cartridge alarm 20 and that caller had experienced cartridge alarms with consecutive cartridges, although issue did not occur during load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, and technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place problematic pump in storage mode and return it within 10 days using provided materials, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.